Manufacturer narrative:
Batch review: as involved lot numers are unknown no investigation could be performed root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event.

Event description:
At about 13 years and 9 months from the primary,the patient came in due to signs of an infection.the surgeon performed a revision of the femoral head, stem, acetabular cup, and liner.